Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer hill-rom bed, serial number unknown, that had a siderail that would collapse. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports #: mw5170304, mw5170305, mw5170306, mw5170308, mw5170309, mw5170310, mw5170311, mw5170312, mw5170313.